Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[pcu p2 keypad corrective action (B)(4). There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[pcu p2 keypad corrective action rc-2020-rn-00724-1] there was no reported patient involvement.

Manufacturer narrative:
Correction : annex b : b21, annex c : c21, annex d : d16. Additional information : remedial action required, remedial action #: annex b : b01, annex c : c0601, annex d : d01.